Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic broke during implatation. The lens was implanted and removed without pt injury. The contact stated the aq cartridge, lot number unk, was used during surgery. However, the model and lot numbers for the injector were unk.